Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and intermittent capture after being placed during the implant procedure. Perforation was suspected but could not be confirmed. The lead was reprogrammed for increased output, and the pocket was closed. The next day, the pocket was reopened, and the lead was capped and replaced. No patient complications have been reported as a result of this event.